Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Performed pre-fill reservoir test. The reservoir failed per inspection. The transfer guard was occluded.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 184 mg/dl. The customer stated that he was not able to get the insulin to fill in the reservoir during his first time changing his set. The customer stated that there was no issue pressing the transfer guard into the vial and there were no leaks. The customer will return the reservoir for analysis.